Event description:
It is reported that based on the inability to inflate the fms, use of excessive force was necessary to inflate the balloon on flexi-seal control. The staff tried two (2) different systems and had the same issue with both - use of excessive force to inflate balloon. They tried third system with a different lot number and while they still had to use more force to inflate than the flexi seal signal, it was not as much as the two (2) previous flex-seal control systems. The products were inserted but removed because they could not be inflated.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that trouble shooting did not work and staff could not use units. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Please note: section b5 references two (2) different systems failed to inflate, therefore a separate 3500a form has been completed for the other case under pt identifier#: (B)(6), and MFR report #: 1049092-2014-00137. This report represents instance number 1. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.